Event description:
It is reported that the patient's insulin pump displayed a motor error. The patient's blood glucose level is 342mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The device was received stuck in the motor error loop during bolus/basal delivery. Unable to verify the error alarm in alarm history screen due to overwritten history file. The motor was tested outside the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to the motor error alarms. The unit was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.